Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Corrected information: b3. The following information was received: the event date should update to be 03-jul-2025. During the surgery, the surgeon used sa86g for wound suturing (the specific suture tissue level and suturing method were unknown). During the suturing process, the suture broke. The surgeon then replaced it with a new suture (the specific product information was unknown) to complete the subsequent suturing. On the 7th day after surgery, the patient was found to have poor wound healing (with specific symptoms unknown), so the doctor gave the patient enhanced dressing change to promote wound healing. Event date should be july 3, 2025.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. What is the current patient status? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a radical surgery for sigmoid colon cancer procedure on (B)(6) 2025 and suture was used. During sigmoid colon cancer surgery, it was found that the suture was prone to splitting and breaking, and the wound was finally sutured. On the 7th day after surgery, the patient was found to have poor healing of the sutured wound. The doctor then gave the patient enhanced dressing changes to promote wound healing. No adverse patient consequences were reported. Additional information was requested.